Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (grasping forceps). Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found that the rx tunnel was detached from the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of device rx tunnel detachment was confirmed. It is possible that the rx tunnel detachment occurred due to procedural factors such as excess of force, pressure or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the tunnel to detach. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the black sheath (rx tunnel) detached from the device and had to be grasped out of the patient with a grasping forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the black sheath (rx tunnel) detached from the device and had to be grasped out of the patient with a grasping forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (grasping forceps).